Event description:
It was reported that after the cartridge and infusion set are changed the customer experiences elevated blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.